Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced a loss of image during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 - primary UDI number, e1 - initial reporter establishment name, h3, h4, h6, h11 corrected fields: a2 - dob null, a2 - age units (patient), a4 - weight units (patient),a5 - ethnicity, a6 - race, b5, b6 - relevant test/laboratory data and b7 - other relevant history, h6 health effect - impact code. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during set up / inspection for use (before patient in room).